Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a leak in the reservoir. Customer's blood glucose at the time of the incident was 200 mg/dl. Customer report damage to the reservoir compartment. Customer reported that insulin is leaking out from the entrance of the reservoir compartment and that the reservoir will not lock into place. Troubleshooting was done. Product is not expected to return.